Event description:
Information was received indicating that a smiths cadd duodopa pump does not pump medicine "as usually". The batteries were changed with no positive outcome. The backup pump is being used to administer therapy, which is working correctly. There was no reported injury to the patient.